Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 9 months. The device was returned for investigation. The evaluation is not yet complete.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient called the medical center on (B)(6) 2017 to report unspecified increasing signs and symptoms of congestive heart failure, in addition to the vad system producing lower than normal power and flow estimation readings. The patient went to the local hospital for laboratory work up and exam. It was reported that here were no acute findings. On (B)(6) 2017, the patient was admitted to the hospital with low flow alarms and suspected pump thrombus. At time of admission, the patient¿s inr was 2.5, and the patient had no clinical signs of hemolysis. The patient was started on inotropes and heparin, and coumadin was discontinued. The patient was also treated with levophed and dobutamine. The patient had slightly elevated creatinine at approximately 1.6 mg/dl, but liver function was normal. The patient¿s system controller was exchanged; however, the alarms did not resolve. The lvad speed was increased to keep the low flow alarms from occurring. A ramp echocardiogram performed demonstrated the inability to close the aortic valve and decompress the left ventricle with increased pump speed. A chest CT (no contrast) was negative for kinking or obstruction. Log file analysis completed by the manufacturer¿s technical services representative confirmed the reported low flow events. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
The report of low flow alarms was confirmed based on the evaluation of the submitted log files. The log files captured continuous low flow hazards where the pump flow was captured less than 2.5 lpm while operating at the set speed of 10400 rpms. The remaining pump parameters appeared to be within normal limits. A correlation between the device and the low flow hazard alarms could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 7.5 inches from the pump housing and the severed portion of the driveline was returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered thrombus formations or deposition. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of thrombus. Electrical continuity testing of the returned portions of driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.